Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an increase in right ventricular pacing impedance and high capture thresholds were noted on the right ventricular lead. Lead revision was discussed. The patient is stable and will continue to be monitored.

Event description:
Additional information: the physician believes that the increase in pacing impedance and the high capture threshold were due to fibrosis at the tip rather than a lead issue. There is no allegation of lead malfunction. The lead was explanted and replaced due to the high, out of range impedance caused by the fibrosis.

Event description:
Additional information: the physician believes that the increase in pacing impedance and capture threshold were due to fibrosis at the lead tip rather than a lead issue. There was no allegation of lead malfunction. The lead was explanted and replaced due to the high, out of range impedance caused by the fibrosis.

Manufacturer narrative:
Correction: this report (2938836-2020-01290) should not have been retracted.